Event description:
Per the autopsy report received: cause of death cardiac arrest (minutes); difficult intubation, requiring emergent surgical management, complicated by hemorrhage and requiring cardiopulmonary bypass (hours); tricuspid and mitral valve replacement, complicated by postoperative pulseless cardiac arrest. (Hours); atrial fibrillation, history of tricuspid and mitral valvular disease secondary to rheumatic fever. Autopsy findings: significant findings in autopsy of the thorax included extensive hemorrhage, mural and submucosal, of esophagus along its full length, with focal tears in the most cephalad portion of the esophagus posterior to larynx, dissecting through the wall and re-entering the lumen 3 cm caudally in two areas. Extensive oral and pharyngeal mucosal edema with focal hemorrhages was identified. The tracheotomy tube was found properly inserted in the trachea, with focal mucosal hemorrhage of trachea surrounding it. The lungs showed inflation with extensive pleural hemorrhages, 600 cc on left and 400 cc on right. On dissection of the myocardium, both the mitral and tricuspid wire valvoplasties were found intact as well as intact suture lines in vena cavae/right atrium and atrial septum. Discussion: the decedent died of early perioperative complications of open mitral/tricuspid annuloplasty. Post operative day 1, she experienced a cardiac arrest with ventricular fibrillation, requiring emergent orotracheal intubation of a difficult airway, suspected for esophageal perforation. The finding is supported by observation from emergent, attempted gastroscopic placement of orogastric tube as well as gross autopsy examination of the oropharynx, esophagus, and stomach, where a dissecting defect of esophageal mucosa was identified and documented. Unfortunately, the patient required emergent mediastinal exploration to secure an airway and perform cardiac massage, with return to the operating room, pulseless electrical activity codes and cardiopulmonary bypass. After weaning off bypass and multiple blood products to control hemorrhage, the family made an eventual decision to pursue comfort care measures only. Again consistent with the clinical and operative reports, on autopsy we observed bloody effusions bilaterally in the pleural and pericardial spaces, with extensive mucosal hemorrhage in the oropharynx. Importantly, no coronary artery disease nor pulmonary thromboembolic disease was identified; additionally, both annuloplasties were intact at time of autopsy. No specific finding, except for the patient's preoperative history of cardiac dysrhythmia explains the sudden onset of ventricular fibrillation that resulted in the rapid terminal decomposition. While mitral and tricuspid annuloplasty has become a routine surgery in recent years, substantial perioperative morbidity and mortality remains. Two recent reports by meyer et al. And murakami et al. Report early mortality of (B)(4), with factors independently associated with poor outcomes including poor preoperative functional status (nyha class iii/IV), low ejection fraction, and early mitral regurgitation. The decedent's ejection fraction reported preoperatively at 65%, and she reportedly was able to walk a mile without symptoms, thus she was in a low risk class for the operation. We conclude that the patient's unfortunate demise is a rare surgical complication.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The patient also had another edwards device implanted at the time of death. (B)(4).

Manufacturer narrative:
According to the autopsy report, on dissection of the myocardium, both the mitral and tricuspid wire valvoplasties were found intact as well as intact suture lines in vena cavae/right atrium and atrial septum. We conclude that the patient's unfortunate demise is a rare surgical complication.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 2 days. Through follow-up with the health-care provider, it was learned that the cause of death was cardiogenic shock, acute respiratory failure, and perforation of the esophagus. According to the patient's discharge summary, the patient was presented with regurgitation. Therefore, a mitral and tricuspid annuloplasty repair was performed. On post-operative day #1, she experienced cardiac arrest. She went into ventricular fibrillation and acute cardiac life support protocols were initiated. She was emergently transferred to the or where she experienced bleeding in addition to three pea arrests. She was weaned off cardiopulmonary bypass and was transferred back to the ICU after multiple blood products to control bleeding. It was decided to make the patient comfort care; the patient passed away on the morning of (B)(6) 2010. Furthermore, there have not been any allegations of a product malfunction.